Event description:
Procedure type: j-pouch. Patient gender: female. According to the reporter: the anastomosis was incomplete. Under 200cc bleeding was confirmed. Manual suturing was performed to complete the procedure. Malformed staples were noted on the removed tissue. The surgical time was extended as a result. The patient current condition is ok.